Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 09/27/2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2016. The patient's father stated that about two days into wearing the sensor, the patient had an uncomfortable itch. On the third day, the patient started screaming to take the sensor off, the patient's father removed it. On (B)(6) 2016, the patient was sent allkare medication by a physician's assistant, from their medical distributor. Affected area was treated with the medication. At the time of contact, the patient was in normal condition. Additional event or patient information is not available. No product or data was returned for evaluation. The reported event of skin reaction could not be confirmed. A root cause could not be determined.